Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms with no specific alarm number verified in the pump history. The customer resolved the occlusion issues by changing the infusion set and cartridge before resuming insulin use. Customer requested a replacement pump due to ongoing clinical concerns. Customer continued to use pump for insulin therapy.